Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The fixation helix could be properly deployed and retracted according to the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to no capture, no sensing and dislodgement. Should additional information be received, this file will be updated.